Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. There is no report of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, a wire fracture under the silicone overmold is indicative for repeated impacts on the implant. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show affected channels. There is no report of accident or trauma and no changes in health. The patient was re-implanted.